Event description:
It was reported that the ventilator generated a technical error codes indicating a power error and safety valve open error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Our field service engineer investigated the ventilator on site. The expiratory channel connector printed circuit board (pcb) has been replaced and sent back for further investigation. The returned part has been tested in a ventilator. It failed the performed pre-use check with internal leakage, pressure transducer, safety valve and flow transducer tests. It alarmed for 2 technical error during ventilation that indicates a power error and the safety valve is open in which lead to stop of ventilation during testing. Electrical measurements on the returned pcb showed that a capacitor in the pull magnet supply circuit was short-circuited, which caused the safety valve to be always in open state. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. There is no direct cause to the failure of this capacitor. However, this type of capacitor has relatively low lifetime, causes an increased failure rate due to degradation. Now days, this pcb is no longer used, and it is replaced with a newer version which has much better lifetime.

Event description:
Manufacturer's ref. #: (B)(4).